Manufacturer narrative:
Investigation summary: bd received a sample and photo for investigation. The sample and photo were reviewed and the indicated failure mode for 'incorrect cap color' with the incident lot was observed. Additionally, two hundred (200) retention samples from bd inventory, were evaluated by visual examination and the issue of 'incorrect cap color' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced shield/cap/ stopper is different color/shade or faded. This event occurred twice. The following information was provided by the initial reporter. The customer stated: there is a yellow cup tube inside of a blue tray.